Manufacturer narrative:
Upon reassessment of the reported event, the head was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the head was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, per hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00171.

Event description:
It was reported that the patient underwent a left hip procedure. Subsequently, the patient was revised approximately 3.5 years later due to dislocation. The surgeon noted the highwall of the liner appeared to have been put in interiorly which contributed to the dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.